Manufacturer narrative:
The insulin pump motor error alarm message occurred during the basic occlusion test due to faulty force sensor resistor. The motor error alarm was unable to be verified as a result of the compromised force sensor system alarm. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Troubleshooting for the alarm on the insulin pump was performed. Customer advised that during the manual prime process insulin is squirting out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.